Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive event on 01-oct-2025. The patient reported infusion set fell off during use. The infusion set was in use for one day. No further information available.